Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the no display was an fluid in the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited no image on display. There was no patient involvement.